Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. The run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have escaped the lrs chamber late in the procedure. Based on the available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. Signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. Possible root causes were provided in the initial report for this event.